Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module infusion set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that secondary tubing connector set broke when connecting.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the set broke, and returned one sample of material 2204-0007, lot 24125032. Upon initial visual examination, the set confirmed the failure of damage, and the male luer collar was not attached to the male luer post. The luer post and collar were measured and were both within specification. The luer was sent to the supplier of the component for further investigation. The supplier investigation was unable to define a root cause for the issue and confirmed that component was within spec and also that it passed the pull force test. Number of defects reported is low enough that there is not actions done at the plant. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.